Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 41 mg/dl and blood glucose was 83 mg/dl and that another time blood glucose went to 40 mg/dl. Troubleshooting found a change sensor alarm in the pump history and that the cannula is slightly bent. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to follow up with their doctor . Customer was also advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and the sensor passed per specifications. Also performed the bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the foreign material received with the sensor from customer. Found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.